Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. The pump had a cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a button error alarm and high blood glucose level. The blood glucose at the time of the incident was 312 mg/dl. Troubleshooting was not able to resolve the button error. The customer declined troubleshooting for the high blood glucose. The device will be returned for analysis.